Event description:
It was reported that femoral component revision surgery was performed due to pain, weakness of the legs and hips and fluid accumulations around the hip. It is believed the acetabular cup involved from the primary surgery remained implanted at the time of this revision.